Event description:
Out of the box failure. Catheter used for heart cath but did not have the curved tip, was straight instead. Label on box indicated the device would be the curve tip. Did not cause harm and was replaced with the same type catheter with a curved tip.there have been two similar events at this facility within the last month with this product.